Event description:
It was reported that on (B)(6) 2010, the patient underwent a CT scan following concerns of waning stimulation efficacy. The reporter noted that it was discovered that both leads had moved superiorly by 20 millimeters. It was noted that at the time of surgery both burr hole cover clips and caps were observed to have been correctly assembled and engaged. It was unclear what ¿at the time of surgery¿ referred to, or if it referred to a previous revision surgery of the patient¿s that took place on (B)(6) 2010. Also see MFR. Report # 3007566237-2013-02276. See MFR. Reports #3007566237-2013-02255 and #3007566237-2013-02256 for additional information about the revision surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Continuation: product ID 924256, serial# unknown: product type accessory; product ID neu_ins_stimulator: product type implantable neurostimulator; product ID neu_unknown_lead: product type lead; product ID neu_unknown_lead: product type lead. (B)(4).

Event description:
Additional information received reported that the patient had not yet had a revision surgery, and no surgery had yet been scheduled.